Manufacturer narrative:
One opened probe was received with a homemade tip protector, in a bag. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent. The sample was then functionally tested for actuation and cut. The functional tests were unable to be performed as the inner cutter was observed to be broken at the port. The probe was disassembled, and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent and gouge marks were observed at the return stroke cutting edge and multiple other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the inner cutter was broken at the port. The cut functionality was unable to be tested due to the broken cutter and, therefore, the reported cut failure was unable to be confirmed. The root cause for the broken inner cutter, as well as the bent needle and bent inner cutter, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported cut failure could not be confirmed and it appears that the observed broken cutter and bent needle and cutter were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut during the vitrectomy surgery. Additional information requested and received that a new pak was opened for the completion of surgery. There was no patient harm.